Event description:
It was reported there was a confirmed pump motor stall. The motor stall was stated to be caused by an MRI. The reporter indicated she heard the pump alarm. At the time of report, the reporter indicated the pump had not recovered and it had been 10-15 minutes post MRI exposure. The reporter was planning to recheck the pump for recovery. Eleven days later it was reported that the motor stall did subsequently recover. It was not stated how much time elapsed between the stall and the recovery. There were no patient signs, symptoms or injuries associated with the event. The medication used in the pump was lioresal, concentration 2000mcg/ml.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).